Event description:
It was reported that the emergency room hcp determined that the catheter had broken in half and medication in pump was being dispensed into the pt's body. No pt symptoms were reported. The catheter was replaced. A f/u report will be sent if add'l info becomes available to us.